Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) is leaking. There was no reported patient injury. The device will not be returned for evaluation because it was discarded after case. The patient had peripheral artery disease (pad). The vessel was not calcified.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) was leaking. There was no reported patient injury. This was a peripheral artery disease (pad) case. The target lesion was not calcified. The product was not returned for analysis. A product history record (phr) review of lot f1915801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as peripheral vascular disease, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.